Event description:
Patient reported experiencing pain in her joints and a lump under her right armpit and neck." Healthcare professional later reported "patient is having bilateral exchange from textured to smooth breast implants due to concern with the product," as well as, "pain in joints and lump." This is the left side record. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: patient is having bilateral exchange from textured to smooth breast implants due to concern with the product," as well as, "pain in joints and lump." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported healthcare professional reported experiencing pain in her joints and a lump under her right armpit and neck." Healthcare professional later reported "patient is having bilateral exchange from textured to smooth breast implants due to concern with the product," as well as, "pain in joints and lump." This is the left side record. Device remains implanted.